Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrode, the cable connecting ECG a, b and front therapy electrode and the cable connecting ECG c and d was pulled from the strain relief, damaging wires in the cable. Additionally, the j704 connector was broken off of the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.